Event description:
A materials manager reported the footswitch would not respond and needed another cable during a procedure. The footswitch and the cable was switched out and the case was completed. There was no patient impact reported.

Manufacturer narrative:
The facility did not request service; however, the customer ordered a replacement footswitch. The footswitch was returned and a visual assessment of the returned sample showed some scratches from normal wear. The returned footswitch was connected to a calibrated system, was tested and passed. Additional testing was performed and the footswitch passed all testing. A review of complaints for the last 24 months did not indicate any additional related reports for this footswitch or its associated system. The root cause could not be determined. (B)(4).